Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no malfunction within the system. There was some variation in the sensor values that could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was informed that the system is expected to improve following stabilization. Customer care informed the user to continue using the system and to reach out if they had any additional concerns. The user agreed with this assessment. Per dms review, the user was using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.